Event description:
The father reported that the customer was experiencing low blood glucose. The caller stated that he attempted to adjust the settings on the insulin pump, but the customer's blood glucose was still low. Advised the father that the insulin pump would be replaced. Days later the mother called back and stated that the customer was in the emergency room for two days. The caller stated that it seems the device was not delivering the insulin properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.